Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 3.5mmx20mm, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 20 synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient's status was stable.